Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator had switched off on its own during ongoing niv therapy and was no longer ventilating. The device emitted an alarm. After a restart, ventilation was immediately resumed with the previously set parameters. The device was connected to the mains during the incident. After the restart, the device's battery showed fully charged. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was analyzed by dräger service. During the on-site analysis, the mpu main board was identified as the likely cause of the failure. The logbook is stored on this board and was unavailable for analysis due to the failure. Therefore, the sequence of events and the alarms generated by the device cannot be traced in detail. The customer has not yet requested repair of the device. If the device shuts down during operation due to a malfunction, the power failure alarm sounds as a long-lasting tone. In the event of a complete loss of function, an emergency ventilation valve opens, allowing the patient to breathe spontaneously. Ventilation of the patient with an independent ventilator may be deemed necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator had switched off on its own during ongoing niv therapy and was no longer ventilating. The device emitted an alarm. After a restart, ventilation was immediately resumed with the previously set parameters. The device was connected to the mains during the incident. After the restart, the device's battery showed fully charged. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.